Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. The retrieval sheath was returned. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Also, the original pouch was returned, and it was observed that the pouch information matches with the complaint information. Based on analysis of the returned product, the reported allegations can be confirmed, due the device condition.

Event description:
It was reported that the device was fractured during preparation. A 190 cm filterwire ez was selected for use. However, it was noted that the device was fractured during assembly on the bench. No patient complications were reported.

Event description:
It was reported that the device was fractured during preparation. A 190 cm filterwire ez was selected for use. However, it was noted that the device was fractured during assembly on the bench. No patient complications were reported.